Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1, -14.5/2.0/162, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a different axis lens. This exchange resolved the problem. Cause of event was unknown, the reporter stated " the surgeon input the wrong astigmatism axis in ocos system".

Manufacturer narrative:
Additional information; h3-device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).